Event description:
Two cortical screws broke off when fixating a bone plate.

Manufacturer narrative:
We have received a couple of complaint reports with an email from our distributor (B)(4) 2014. To get more information we sent a response with some questions and the reminder that such complaints must be reported earlier because aap as the manufacturer has to report within 30 days. We have received the information that it will not be possible for our distributor to get more information.